Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room for elevated blood glucose (bg) levels on (B)(6) 2016; however, no specific bg levels were provided. Despite multiple attempts by tandem technical support, no additional information was provided on the reported event.